Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or the cgm read ¿high.¿ to resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin. Due to frequent and recurring occlusion events, the customer was transferred for additional assistance.